Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "passed out during episodes" and had "injuries from falling." The right ventricular (rv) lead triggered an alert on the same day for high rate non-sustained episodes and a high number of short v-v intervals. It was also reported that the rv lead exhibited small r-waves. The patient had undergone a colonoscopy earlier that day. The rv lead remains in use. No further patient complications have been reported as a result of this event.